Manufacturer narrative:
Additional information: the customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. During inspection it was observed that the silicone segment tubing had a slight bulge, and was weakened just below the upper fitment. Functional testing resulted in no additional bulging. The root cause of the customer¿s report of a ballooning silicone segment was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bulge in the silicone segment that was not noticed until the infusion had stopped and the tubing was being removed from the pump. There is currently no report of a patient event.